Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. As the anchor was not retuned, the complaint cannot be confirmed. Upon visual inspection it was noted that only the drivers were returned. The anchors and suture were not returned for evaluation. The tip of two of the drivers are bent.

Event description:
On 3/21/2022, it was reported by a sales representative via email that (2) ar-1318ft corkscrew suture anchors broke in half inside the patient's joint. All broken fragments were retrieved and two more ar-1318ft corkscrew suture anchors were opened; however, both of the anchors fell off the inserter and could not be reloaded back on the inserter shaft. Surgeon opened a fifth ar-1318ft corkscrew suture anchor to complete the case. This was discovered during a flexor tendon repair on (B)(6) 2022.